Event description:
The customer reported that he recently went into a swimming pool while wearing his insulin pump. The customer stated that fluid was visible under the device's display. The customer also stated that the insulin pump was cracked. Blood glucose level at the time of the incident was 144 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip. No moisture damage was noted to the electronics, motor, battery tube or vibrator assembly.